Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no exp date for this product. Actual device was evaluated in the field on (B)(4) 2010. The phone number and address of the initial reporter is unk at the time of this report. Further attempts will be made. Eval summary: after eval, during an onsite equipment inspection by a (B)(4) tech (OEM rep), it was reported that two of the brake cylinders were leaking. The floor lock cylinders and seals will be replaced once the product is returned to stryker or repaired in the field by a svc tech. The root cause for this failure is possibly due to worn out usit washers. This type of malfunction poses a moderate risk to a user for causing a potential slipping hazard. Or if a leak was not noticed, it can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). However, this specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that two of the brake cylinders were leaking. It was also reported that the power entry module was broken. There was no reported pt involvement, and no reported adverse consequences.